Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/3.25 mm balloon ruptured. The lesion being treated was a calcified, 90% stenotic lesion in the 1st diagonal coronary artery. It is noted that the quantum maverick monorail balloon was used to treat a lesion in the left anterior descending coronary artery prior to the diagonal lesion. The balloon was removed, and replaced with another balloon to successfully complet the procedure. No patient injuries or complications were reported. Pt status is reported as `good'.